Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.